Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. The representative clarified that when they reported the patient felt "electrical stimulation" around their battery the patient wasn't feeling shocking, they were feeling an uncomfortable stimulation sensation. The cause was not determined and the representative didn't know what was going to happen next. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that when certain programs were on the patient felt electrical stimulation around their battery and not where they thought they should feel it. The electrodes are cervical and so they should be experiencing stimulation in either upper extremity. Contacts 13 and 14 had high impedances- contact 13 measured around 3400 ohms and 14 was around 6600 ohms. When programming at or around these contacts the patient experienced the stimulation sensation around the ins. The patient was programmed above electrode 14 but they were unable to obtain the sensation in their right upper trapezius as requested the representative only captured the left or right forearm. The issue was not resolved and it was unknown if surgical intervention was planned. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the cause of the stimulation at the battery site and high impedances was due to the age of the device and the issue was resolved when the ins was replaced. No further complications reported.